Manufacturer narrative:
Seat; exposed sharp edges.

Event description:
It was reported that the plastic seat was broken on the stair chair. There is exposed sharp edges. There was no pt involvement or adverse consequences reported.